Event description:
The MFR's rep reported that the pump system was removed due to infection. Specific symptoms were not reported. A follow-up report will be sent if additional information becomes available to us.